Manufacturer narrative:
It was noted that the insulin pump had a cracked reservoir tube and foreign debris under display window. The insulin pump also had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, a cracked reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call that she has cracks near the reservoir housing. Customer stated that one crack is on the bottom and another is on top. Customer stated that there looks like there is a little white hair in the screen. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will be replaced.